Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, follicular cyst of ovary and uterine fibroid. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroids."). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: impression- occluded fallopian tube by the essure wires. Pathology test on (B)(6) 2016: cervix : no pathologic diagnosis . Uterus; inactive endometrium, leiornyomata. Right ovary: corpora albicantia. Left ovary: follicular cyst, corpora albicantia. Fallopian tubes : walthard nests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received. Event "abnormal uterine bleeding, uterine fibroids" added. Removal details added. Case becomes incident. New reporter and concomitant conditions added. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.